Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E: (B)(6) hospital. (B)(6) china. Phone (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when the patient is connected, it prompts "no patient connected". After the machine is replaced, it is normal. Onsite service is requested to check the sensor. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Investigation ongoing.